Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after an unspecified diagnostic procedure using a 6f sheath. It was reported that a cuff miss [suture retrieval issue] was noticed with two proglide devices. An attempt was made with a prostyle device; however, a cuff miss [suture retrieval issue] was also noticed. When attempting to remove the prostyle device from the vessel the device became stuck and was unable to be removed from the vessel. Attempts were made to "wiggle" the device and open and close the foot; however, it was still stuck. A surgeon was called in and performed a cut down surgery to remove the device. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for cut down surgery. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two proglide devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.